Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Customer required assistance; however, details were not provided and customer declined troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.